Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitoring (sam) episode and multiple ventricular tachycardia episodes that appear noise due to surgical equipment. According to the field representative nothing was done with this device, and it was checked in clinic. The crt-d remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.